Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump continues to alarmed motor error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded, loose, or sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was able to complete the rewind. The insulin pump is expected to returned for analysis.